Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl and decrease to below 200 mg/dl. The customer reported that infusion sets malfunctioned and he was almost admitted in the hospital. The customer stated that 2 of 4 infusions set's p caps were not locked. The customer declined troubleshooting for high blood glucose. The insulin pump and infusion set will not be returned for analysis.